Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint of discoloration was not replicated. During inspection and testing the following was also found: the bending section cover was porous, the connecting tube is buckling, the control unit is scratched, the up/down knob is cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device has a slight discoloration. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material was found on the lens. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material found on the lens was unable to be identified. Olympus will continue to monitor field performance for this device.